Event description:
Patient reported the infusion device did not restart once again on yesterday after performing a cartridge change. Patient stated when he did the infusion device set up, the vibration did not occur and there was an e7 (electronic error). Patient reported this has occurred previously. Had patient leave the battery out for 2 hours and then the infusion device started. Patient stated the vibration did not occur in the set up again. Patient reported experiencing this concern since (B)(6) 2012. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.